Manufacturer narrative:
Qn#(B)(4). The device history review could not be conducted since the lot number not product code was provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The capio-slim handle was hard to move and did not work properly. The handle could operate after several tests, but it became stuck on the handle during the operation and after loading the suture on the capio-slim. It caused the bullet to separate from the suture, and the capio-slim could no longer be used.